Manufacturer narrative:
One IV administration set model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no observation of fluid blockage was seen. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following it was reported by customer that it was occluded pt side.